Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a hematoma was present at the implantable pulse generator (ipg) incision site and two reddened areas superior to the ipg incision/pocket appear to be skin tears.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion. The right ventricular (rv) lead exhibited chronic high thresholds, unstable thresholds and non capture. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.